Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient adverse events. The information provided is limited to the maude event report. Additional information has been requested. At this time, no conclusion can be made. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Allergic reaction is listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported via maude event report (mw5090663): "implanted with mesh and now unable to wear make up or come into contact with chemicals. Very sick with multiple chemical sensitivities. Ventralex (st) mesh poisoning." As reported the patient was implanted with the ventralex st on (B)(6) 2016 and underwent surgery for explant of the mesh on (B)(6) 2019.